Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant. The helix mechanism did not extend. No adverse patient effects were reported. This product was returned for laboratory analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the helix was fully extended and there was dried blood noted in and on the helix housing. X-ray examination revealed an inner coil fracture at the distal end of the terminal pin and that the crimp sleeve had migrated and was not in the correct position over the inner coil and gore on the terminal pin. Destructive analysis was performed and revealed medical adhesive in the acorn portion of the lead.